Manufacturer narrative:
D10 concomitants: 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5, (B)(6), 02-022-45-2520 - truliant tray, cem sz 2.5f/2t, (B)(6). 02-023-02-0032 - activite trlnt 3 peg pat 32mm, (B)(6). 02-024-35-2510 - activite trlnt ps insrt size 2.5, 10mm (B)(6). 02-029-90-4300 - sterile packed short headed pin, (B)(6). 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7, (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk, (B)(6). 521-78-31 - threaded pin size 2.6 collarless 2pk, (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's left knee was revised approximately 1 year 3 month post initial operation. Patient felt unstable so the surgeon increased poly thickness to 13mm. Patient was last known to be in stable condition following the event.